Manufacturer narrative:
The device has not been returned to the MFR at this time, for eval. A lot history review (lhr) of rewk0684 showed no other similar product complaint(s) from this lot number.

Event description:
We have a line that was taken out that is bard that has a hole in product. The hole is just below the white (wing type piece) where the blue tubing starts.